Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "off set self check failure - 1174" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did show an error 1174 along with self check failure 1001 and compressor failure 1474 messages. Further evaluation of the smart pneumatic module board was unable to duplicate any of the faults indicated in the logs. Analysis of reports of this type has not identified an increase in trend.